Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: investigators were unable to duplicate unresponsive key pad complaint. Keypad is undamaged, all buttons are responsive. Opened keypad cover, no contaminants found under contacts. Opened pump, no intermittent conditions found on keypad flex connector. A crack in battery compartment was found from the threads to left of grip pad, and above grip pad to threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.